Event description:
Event description guidant received information that this implantable pacemaker (ipm) exhibited a loss of ventricular capture and a ventricular lead impedance of >2500 ohms. An invasive procedure was performed, and the impedance was measured through a pacing system analyzer to be normal (628 ohms). When the physician attempted to reconnect the lead and tighten down the ventricular distal setscrew, the tip of the setscrew was unable to tighten down the lead. A new guidant pacemaker was subsequently implanted, and the pacemaker was returned for analysis.